Event description:
It was reported via repair work order that the right siderail was stuck in down position due to damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.